Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: j0511630v, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was noted that they were told the entire system was removed in (B)(6) 2019. It was reported that they had an ultrasound and an MRI done and they saw that there was still metal. The patient believes that some of the lead is still implanted. It was stated that they were in terrifying pain during the ultrasound; it was extreme pelvic perineal tree pain. The pain was so bad that they could hardly walk. It was recommended that they follow up with their healthcare provider to address the pain and the lead still being implanted. No further patient complications were reported as a result of this event.